Event description:
It was reported that during central processing it was discovered that the monopolar cautery instrument's tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to request additional information. However; no further details have been provided as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar cautery instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer's reported complaint. The instrument was found to have a broken overmold seal adapter at the distal tip. A piece, measuring approximately 0.128" x 0.226" was missing and not returned. The root cause is attributed to mishandling/misuse. Upon visual inspection, the instrument was found to have broken electrical contacts. The contacts were broken within the overmold seal adapter location. A piece, measuring roughly 0.030" x 0.158" in size was not returned. The root cause is attributed to mishandling/misuse. A review of the device logs for the instrument (part# 430007-55 / batch/lot# s10190919-0019) associated with this event has been performed. Per this review of the logs, this instrument was last used on (B)(6) 2022 on sp0045. The device had 24 uses remaining. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: failure analysis identified that two fragments was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during a procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.